Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.